Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
The customer's pump became unresponsive because she had let the battery deplete completely. The customer's blood glucose level was elevated (240 mg/dl).